Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur. Customer was instructed to continue using the pump and to reach out again if the malfunction code reappeared.